Event description:
It was reported that during routine testing it was found that the sensitivity values were out of specification on the low end for the external pulse generator. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all functional testing. The lower case and ring cover were broken, one case screw and battery drawer o-ring were missing, the battery contacts were compressed, the ring was bent and the keyboard window was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all functional testing. The lower case and ring cover were broken, one case screw and battery drawer o-ring were missing, the battery contacts were compressed, the ring was bent and the keyboard window was scratched.